Event description:
Per the clinic, the patient experienced pain and swelling at the implant site and was treated with antibiotics (type and date not reported). The device was explanted on (B)(6) 2018. Additional information has been requested but has not been made available as of the date of this report.